Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the device fire any staples and/or a cut line before it became blocked? Unsure. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? I don¿t know. During which stroke did the event occur? I don¿t know. What color cartridge was being used? Blue or green. Were any of the forces higher or lower than expected (closing, firing, or opening)? I don¿t know. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? If yes, how was the device removed from the tissue? Was there any damage to the tissue? I don¿t know. However, it was a gastric bypass and the procedure was finished with a new echelon flex.

Event description:
It was reported that during an unknown procedure, the device was blocked and didn¿t work anymore. It is unknown how the case was completed. There were no adverse consequences for the patient reported.